Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure.